Event description:
The physician inserted a guidewire into the pt's vessel and had difficulty advancing the wire into circumflex. The physician inserted guide catheter and advanced it forward over the guidewire into the circumflex. The physician inserted the balloon catheter and advanced it forward however it became stuck on the guidewire. The physician attempted to remove the balloon catheter however it was unsuccessful. The physician decided to remove both the guidewire and balloon catheter together. The physician inserted a stent delivery catheter and successfully placed two stents in the circumflex vessel. The physician removed the stent delivery catheter. The physician was viewing the vessel under the fluoroscope and observed a dissection of the left main artery. The physician decided to send the pt for surgical procedure to repair the dissection.